Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patient was experiencing increased pain due to the ipg being non-functional. It was also noted that there was tenderness to palpation over the right lumbar paraspinal muscles superior to the ipg site. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.